Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Corrected data: b5, h6 (problem code).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed code 7 on screen comes up . Pump shuts down after one minute of operation while in diagnostics. The nurse called for assistance with servicing the pump. The therapy was continuing without any alarms or issues. It was suggested for the nurse to get a backup pump and switch the patient over to it. The nurse was instructed how to switch the patient over and the start up process. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9 return to manufacture date, g3, g6, h2, h3, h4, h6, h11. Corrected fields: e1 initial reporter, event site address, event site city, e2 occupation due to character restrictions in block e1 initial reporter is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code). A getinge field service engineer (fse) stated pump shuts down after one minute of operation while in diagnostics. Fse replaced power supply charger . Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. "The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 23 jul 2024. The failure analysis and testing dept. Received part number: 0014-00-0033-05 power supply serial number: (B)(6) with a reported unit failure of maintenance code 7 comes up in service mode and shuts off. Maintenance code#: 7 is restricted or reduced air flow from air intake. If cleaning the power supply does not rectify the problem, then there is an internal component problem inside the power supply. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number: 0014-00-0033-05 power supply serial number: (B)(6) into the cs300 test fixture serial number: (B)(6) and tested the power supply to factory specifications per the cs300 service manual part number: 0070-00-0689 rev. W. The unit shutdown within a minute of operation, while in the diagnostic mode. The power supply has an internal component problem. The fat was able to replicate the failure experienced by the customer. The power supply failed testing. Power supply will no longer return to the supplier. Retaining the part in the failure analysis and testing department per procedure number: (B)(4) rev. Au.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed code 7 on screen comes up. The nurse called for assistance with servicing the pump. The therapy was continuing without any alarms or issues. It was suggested for the nurse to get a backup pump and switch the patient over to it. The nurse was instructed how to switch the patient over and the start up process. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: event site postal code. Updated data: b4, g3, g6, h1, h2, h11.